Manufacturer narrative:
During failure analysis, the reported event of the device heating up was confirmed. The device drew high amps while seized and was smoking. The device was found to have a damaged motor. Damage to the motor can lead to heat due to friction during use. A damaged motor prevents the device from working and also can lead to high current draw. The high current draw is dissipated as heat which can cause damage to the motor components. Excessive heat generation will cause the device to smoke.

Event description:
It was reported that the u2 drill was heating up prior to use at the user facility. After return to manufacturing facility, it was noted during service inspection that smoke was coming out of the handpiece. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete.

Event description:
It was reported that the u2 drill was heating up prior to use at the user facility. After return to manufacturing facility, it was noted during service inspection that smoke was coming out of the handpiece. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.